Event description:
Literature was reviewed regarding the impact of annulus and ascending aorta angulations and clinical outcomes following transcatheter aortic valve implantation. The study population included 614 patients who were predominantly female with a mean age of 81.3 years.  Multiple manufacturer¿s devices were implanted in the study population; 486 patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ self-expanding bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: acute kidney injury, major bleeding or vascular complication, moderate to severe aortic regurgitation, arrhythmia requiring permanent pacemaker implant, cardiac structural complication, myocardial infarction, and stroke.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: iacovelli et al. Annulus and ascending aorta angulations. 2024. Unpublished draft. As this article is an unpublished draft the date of notification was used for the date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. The literature pdf has been attached to this report for reference. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.